Manufacturer narrative:
Report source: country of origin: (B)(6).

Event description:
It was reported that during use of this cadd-legacy® plus pump, while infusing, the pump alarmed "no cassette attached." Subsequently, another pump was used. During set up, this second pump alarmed "high pressure." The patient was then urgently hospitalized. The clinical consequence to the patient were unable to be obtained.

Manufacturer narrative:
The date the reportable information was received for this file is (B)(6) 2017, not (B)(6) as originally reported. The aware date for this correction MDR is (B)(6) 2017.